Event description:
It was reported the patient experienced a shocking or jolting sensation. It was also reported the patient had to recharge their battery "more than expected." The patient had a fall "about two weeks" prior to the date of this report, but reportedly did not hit the part of her body where the device was located. It was noted, the shocking or jolting sensation occurred prior to this fall. Impedance testings were done and the values were "between 1500 and 1800 ohms." The battery voltage was at 3.68 volts. Five days later, it was reported the impedances were "fine". An x-ray was taken and revealed that one lead moved "slightly," but stimulation was still able to be re-captured. It was noted that the patient did not have the "recharging head" in the correct place. It was noted that the battery had shifted "more midline". It was also reported that the patient was "doing well." There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information found on the transcript- it was also reported that patient could not get it charged or does get "it charged and then it just goes away." It was reported that "it is dead but not in overdischarge." It was reported that patient would be sitting down and then "before this started really acting up and then it would be fine and then she'd just get it too strong and she'd be trying to turn it off." It was stated that it acted up shortly "before the fall." It was stated that the device was already doing "this craziness before" patient fell. It was reported that after troubleshooting there was no issues with the recharger. Additional information reported that the patient was doing well as far as the manufacture representative was aware.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3550-39, lot # n278582, implanted: (B)(6) 2011, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).